Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500. They use the hole in the c-ring to perform an endoloop and they were unable to tread the hole because the hole didn't go all the way through. They opened a new hemopro and was able to perform the endoloop. Delayed a few minutes to open a new kit. There was no injury. Nothing broke or fell into the patient.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, g4, g7, h2, h3, h6, h10. The device was returned to the factory for evaluation on 07/19/2023. An investigation was conducted on 08/10/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the c-ring. There were no visual defects observed on the cannula, harvesting device, or syringe. A microscopic inspection was conducted. The endo loop hole in the end of the c-ring (metal rod side) was visible. A needle was utilized to test the fabrication and depth of the hole. It was able to partially passed through, but the hole was observed to be occluded by the plastic material of the c-ring and could not pass entirely through. Based on the returned condition of the device and the results of the evaluation, the reported failure "mechanical problem" was confirmed. The lot # 3000321483 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.